Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up for an ent procedure, the evac 70 xtra electrode fell off before use. There was a back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H6: the reported device was received for evaluation. Visual inspection observed that fluid is in the fluid line. The electrode tip is missing. There is dried saline residue and bio debris inside the tip opening. Product was out of the original packaging. No packaging returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.